Event description:
Septic knee. An unidentified pt experienced knee swelling and knee warmth upon receiving one dose of synvisc. The physician reported a "possible septic knee" and hospitalized the pt. The pt was treated with IV antibiotics (type unknown). The outcome is unknown. Qa investigation results: product release data were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met spec limits and the data showed normal variability.